Manufacturer narrative:
As gore is unable to determine which gore® excluder® iliac branch endoprosthesis component may have caused or contributed to the alleged endoleak requiring intervention, the iliac branch component (ceb231210a/ 23412739) will also be identified on this report. Code (B)(4). It should be noted that, per the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a right common iliac artery aneurysm using gore® excluder® iliac branch endoprostheses (ibe). The ibe devices were implanted on the right side using an up-and-over technique. A non-gore manufactured device had been previously implanted in the abdominal aorta. On (B)(6) 2022, an endoleak (type unknown) was reportedly observed during patient follow-up. Imaging examination reportedly showed that the internal iliac component (hgb161207a) was placed outside of the internal iliac gate of the iliac branch component (ceb231210a). A reintervention procedure has been planned by the physician. No comment was obtained from the physician regarding the root cause.